Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4) incomplete. Incorrect lot number provided.

Event description:
The affiliate reported via email diagnosis of rupture of rotator. Surgical technique: not arthroscopic. When the surgeon placed the second anchor until the second indicated laser mark, he removed it with difficulty and an incident occurred. The sutures of high resistance were cut and the anchor was left inside. The sales rep asked the doctor if he wanted to remove the anchor with the same handle, but he informed that he would leave in the place. Then, he placed the third anchor without difficulties from the lot 252321. The first anchor implanted without difficulties, corresponds the same lot 356648. Additional information received via email from the affiliate on 6-12-2017. After the suture broke the surgeon did make an additional bone hole to complete the procedure by using a third anchor to correct rupture m.r. The pre-surgical plan was to use 2 anchors. No, we use no additional instrument in the procedure. Fiber wire is not used at this account.